Event description:
Six and one-half inch forceps (curved) used for separation of intercostal muscles during chest tube insertion. Serrated tip of forceps broke during chest tube insertion. Serrated tip of forceps broke below hinge point and dislodged under skin. Pt's condition, due to underlying disease, is critical and removal of fragment has not occurred. The medical center submits this report pursuant to the provisions of 21 cfr part 803. This report is based on preliminary info received by the medical center which the center has not had the opportunity to investigate or verify prior to the reporting date. The medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by the medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of these reports shall not be construed as an admission that a reportable event has in fact occurred.